Event description:
The customer contacted beckman coulter and stated that there was a clear liquid leaking from the blood sample valve (bsv) on the coulter lh 750 hematology analyzer. The leak was dripping onto the counter and the floor. The volume of the fluid was 1 tablespoon. The instrument was also showing low vacuum errors. The material safety data sheet (msds) was reviewed by the customer. There is an exposure control plan at the facility. The customer was wearing personal protective equipment (ppe), including a laboratory coat, eye protection and gloves. No one was splashed, sprayed or injured. There was no contact to open or broken skin or mucous membranes. No one sought medical attention. No erroneous results were generated in connection with this event. There was no death, injury or affect to patient treatment.

Manufacturer narrative:
Beckman coulter field service engineer (fse) was dispatched to the customer site. The fse inspected the instrument and found that the blood sample valve (bsv) was loose. The fse tightened the bsv that fixed the leak. The fse cleaned vacuum trap and vacuum system that fixed the vacuum errors. Failure mode of this event was loose bsv. The low vacuum errors were alerting the operator of a potential problem. (B)(4).